Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis therapy. The cause of the hernia was not reported. On the same day as the event onset, the patient was hospitalized for the event. One day after onset, extraneal and physioneal therapies were placed on hold. On an unknown date, the patient underwent a surgical repair of the hernia. The patient is expected to return to pd therapy post-surgery. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.